Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. Visual inspection was performed which showed the reported damaged component. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set leaked from the y-site below the pump. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.